Event description:
The customer reported having high blood glucose of 413 mg/dl. The customer declined to troubleshoot and only wants to print his info from the carelink for his doctor. The customer believes that he has ketones, and he might go to the emergency room for treatment. The customer attempted to treat his high glucose level with the insulin pump and has not treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.